Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device failed to cross the lesion and the stent struts were dislodged. The procedure was completed successfully using another stent. There were no patient complications nor injuries reported.